Event description:
The pt is reportedly experiencing headpiece retention problems with her device. External equipment has been exchanged however this did not resolve the problem. Surgery to replace the pt's magnet has been scheduled.